Event description:
As reported, the 3x4 3.7f slalom thrill percutaneous transluminal angioplasty (pta) balloon ruptured at nominal pressure during the first inflation. The procedure was completed with another product. This occurred in a vascular access intervention therapy (vaivt) procedure. Additional information and device return was requested; however, neither were obtained after multiple attempts made.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the 3x4 3.7f slalom thrill percutaneous transluminal angioplasty (pta) balloon ruptured at nominal pressure during the first inflation. The procedure was completed with another product. This occurred in a vascular access intervention therapy (vaivt) procedure. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82308764 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿balloon burst at/below rbp¿ could not be evaluated. Without the return of the device or procedural images, the exact cause of the reported event could not be determined. Prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Do not exceed the rated burst pressure recommended on the label. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 3x4 3.7f slalom thrill percutaneous transluminal angioplasty (pta) balloon ruptured at nominal pressure during the first inflation. The procedure was completed with another product. This occurred in a vascular access intervention therapy (vaivt) procedure. Additional information and device return was requested; however, neither were obtained after multiple attempts made.